Event description:
While setting up the guide sheath kit (which is an olympus product) to use with the radial ebus probe, the stopper became broken, which caused damage to the radial probe. The procedure had to be cancelled.